Manufacturer narrative:
Concomitant products: product type programmer, patient; product ID 748951, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3998, lot # lb1937, implanted: (B)(6) 2003, product type lead; product ID 748951, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Event description:
It was reported the patient had a shocking and jolting sensation. It was noted the patient¿s implantable neurostimulator (ins) was interrogated and the voltage read 2.64v. The reporter stated the patient declined impedance testing due to painful shocking they received at their last troubleshooting appointment approximately 10 years ago. The reporter further stated the patient was implanted in 2003 and approximately 8 months later the patient was unable to use stimulation due to the stimulation being painful. It was noted that at the time the patient was reprogrammed by a manufacturing representative and due to painful stimulation, they did not want to have the ins tested again. It was noted the patient did not have any accidents or injury that could have contributed to the change in stimulation. It was further noted the patient had x-rays done for comparative purposes and they had consulted with their healthcare professional about a lead revision. The reporter stated that at that time the patient and hcp decided that a lead revision was not a good option due to scar tissue. It was noted the patient was seeing a new hcp. It was further noted the patient stated that they will probably undergo spinal fusion surgery in the future.